Manufacturer narrative:
The reported events of helix damage and high capture threshold were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the helix did not find any anomalies. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported the patient presented for implant procedure. During the procedure, it was observed that the right ventricular (rv) lead helix became distorted and the lead exhibited high capture thresholds during each attempt to position the lead. The physician elected not to implant the lead. The patient was in stable condition.